Event description:
During a bowel resection, loop ileostomy and pouch procedure, the surgeon created an ileal pouch. Created purse string in order to make the anastomosis with the device. On firing, there was an immediate leak of faecal fluid. The gun did not fire a complete staple line and cut line. Distal staple line was ok. But there were no staples on proximal side. The gun had become stuck. The surgeon needed to cut the purse string to remove the gun. He then needed to excise the pouch. There was insufficient bowel left to recreate a pouch, so a permanent ileostomy had to be created. Procedure would have been a reversible ileostomy. As a result, the pt has a permanent ileostomy. The procedure was prolonged by 60 minutes. The procedure was being performed due to inflammatory bowel disease. The tissue was distal rectum, in reasonable condition, but with evidence of irritable bowel disease. The pt had not undergone radiotherapy or chemotherapy prior to the procedure.